Manufacturer narrative:
The reported issue was not reported to abiomed by the customer. Neither the impella cp, 14french introducer nor guidewire were returned for evaluation. It is unclear at the present time if the femoral artery perforation was as a result of any issue with the introducer, impella cp pump, guidewire or if the issue occurred as a result of the patient's anatomy, device placement or the procedure that was performed. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received.

Event description:
During emergency cardiac catheterization procedure the md was attempting to insert an introducer for a left ventricular assist device. As he was doing so, it was noted that the tip of the sheath "accordioned" or bunched up, which prevented it from being threaded into the right femoral artery. Subsequently, the femoral artery was perforated, "which may or may not have been the result of the sheath tip deformity."